Manufacturer narrative:
Pt and device codes: aneurysm growth is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male pt with some calcium and tortuosity underwent evar on (B)(6) 2006. The endografts (1 main body and two iliac leg grafts) were placed with no complications. The pt was observed with follow-up for several years without issues. On (B)(6) 2011, due to sac enlargement a selective angiogram was performed showing type 2 lumbar endoleak. On (B)(6) 2011, a coil embolization was performed of the lumbar arteries. Now the pt presents with enlarged aneurysm sac with no evidence of endoleak. On (B)(6) 2013, the doctor plans to perform an angiogram and plans to reline the existing graft. The pt is stable and fine.